Manufacturer narrative:
(B)(4). On an unknown date after the patient began treatment with dianeal therapy, the patient experienced peritonitis. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported whether the patient was hospitalized for the event. Treatment for peritonitis event was not reported. It was not reported if patient recovered from the peritonitis event. No additional information is available.